Manufacturer narrative:
(B)(4). At this time it is unknown if the device will be available for further evaluation. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during a lasix infusion, the pump was set to run for approximately 50 hrs; however, instead the infusion was completed in about 17 hrs. End user believes the issue may be related to air bubbles, because they purged the line four times due to air in line alarms. Unknown if the patient was unhooked from the IV line during this incident. Patient status is unknown.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and additional information. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.